Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An individual, calling on behalf of a customer, reported customer¿s adc blood glucose meter would turn on with button press, but not with test strip insertion. Caller further reported that on (B)(6) 2017 at 6:00 am the customer experienced ¿dizziness and lots of sweat¿, but could not get a blood glucose result because the meter would not produce a reading. Customer was given orange juice, yogurt with sugar and a piece of chocolate. Customer was also given her usual insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
An individual, calling on behalf of a customer, reported customer¿s adc blood glucose meter would turn on with button press, but not with test strip insertion. Caller further reported that on (B)(6) 2017 at 6:00 am the customer experienced ¿dizziness and lots of sweat¿, but could not get a blood glucose result because the meter would not produce a reading. Customer was given orange juice, yogurt with sugar and a piece of chocolate. Customer was also given her usual insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(4) was returned and investigated with retained test strips. Meter did power on with button depression and upon strip insertion. No port issue was observed. The complaint is not confirmed. (Meter serial number) and (device manufacturer date) has been updated based on the returned product.

Event description:
An individual, calling on behalf of a customer, reported customer¿s adc blood glucose meter would turn on with button press, but not with test strip insertion. Caller further reported that on (B)(6) 2017 at 6:00 am the customer experienced ¿dizziness and lots of sweat¿, but could not get a blood glucose result because the meter would not produce a reading. Customer was given orange juice, yogurt with sugar and a piece of chocolate. Customer was also given her usual insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Date received by manufacturer) was incorrectly documented in the initial MDR 30 day report.

Event description:
An individual, calling on behalf of a customer, reported customer¿s adc blood glucose meter would turn on with button press, but not with test strip insertion. Caller further reported that on (B)(6) 2017 at 6:00 am the customer experienced ¿dizziness and lots of sweat¿, but could not get a blood glucose result because the meter would not produce a reading. Customer was given orange juice, yogurt with sugar and a piece of chocolate. Customer was also given her usual insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.